Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient felt very weak and vomited; hadn´t lost consciousness. The patient personally called an ambulance and was in the hospital from (B)(6) 2020 to (B)(6) 2020. The patient was diagnosed with diabetic ketoacidosis. The patient was given insulin with pen in the hospital.